Event description:
It was reported that during a davinci si surgical procedure, customer reported that the fenestrated bipolar forceps instrument 'did not clamp very well, the tips were not aligned'. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.094 offset at the tips. Instrument passed electrical continuity test. Additional observations not reported by the customer were scratches on the main insulation tube and a bent bipolar pin on the chassis area. The distal end of the main tube had various scratch marks with light material removal. The bent bipolar pin back end of the housing. The bottom pin was found to be bent upward. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.